Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the manufacturer's evaluation was exclusively performed on the basis of the provided information. According to the available documentation, it is assumed that the damage reported was caused by thermal and/or mechanical overload in combination with wear and tear. It cannot be conclusively determined whether the ceramic insulation had already been pre-damaged, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. A manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any non-conformity. The case will be closed from olympus side but, independently from the above mentioned issue, a CAPA was initiated in (B)(6) 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.